Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off label usage of the device. On (B)(6) 2025, the cgm was showing 311 mg/dl while the bg was 200 mg/dl. The pump was giving her insulin based on the high glucose value which caused the patient to pass out and have a seizure. The patient's fiance administered glucagon through her nose. The fiance brought her to the hospital at 6:30pm. The patient underwent a series of tests and was given zofran. The patient was released from the hospital around 11:30pm. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.